Manufacturer narrative:
Trackwise ID: (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, vasoview hemopro 2 branch blood vessels were not cut and it becomes burnt. The burning smell of silicone is amazing. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The lot # 25163181 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, vasoview hemopro 2 branch blood vessels were not cut and it becomes burnt. The burning smell of silicone is amazing. The part of silicone was detached, it was connected and not completely detached. A replacement device was used to complete the procedure. No additional incisions required. No procedural delay. There were not any harm to patient.

Manufacturer narrative:
Trackwise #: (B)(4). H3 other text : device not returned.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/09/2023. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. The heater wire was observed to be flexed away from the hot jaw from the center to the tip of the hot jaw, with detachment at the tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. An activation and transection capability test was performed over (04) repetitions using "max life test method (B)(4). The device activated and transected tissue (04) times with no cautery failure observed and with no excessive smoke observed. Temperature and résistance testing was not conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failures "peeled" and "electrical/electronic property problem' were not confirmed, but the analyzed failure "material twisted/bent wire" was observed. The lot # 25163181 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.